Event description:
Event description guidant received information that this ventricular lead required repositioning due to dislodgement. Upon entering the pacemaker pocket, blood was observed in the atrial lead body. The physician suspected that the lead was inadvertently cut while gaining pocket access. Therefore, the atrial lead was explanted.